Manufacturer narrative:
An investigation of the returned coil system found the implant separated from the pusher and stuck inside the returned broken microcatheter hub. No evidence of thermal detachment was found on the pusher's heater coil. The pusher's monofilament displayed a tensile break shape at the tip, indicating the device was experiencing excessive force that exceeded the strength of the monofilament, causing the implant to detach from the pusher. The damage is consistent with the device experiencing forces over specification. (D4)(h4) - lot number initially not provided by reporter. Lot number obtained through follow-up emails; sections d4 and h4 have been updated.

Manufacturer narrative:
(H10) - add statement: "a search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device."

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure to treat a hepatic arteriovenous fistula, the embolization coil detached in the microcatheter. The coil was removed in its entirety together with the microcatheter without incident from the patient. There was no patient injury.